Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 400mg/dl. Due to the occlusion alarms, two complete supply changes had been performed and the occlusion alarms continued. A system check was performed and the pump performed as intended. No damage was noted to the cannula. The customer was to contact their healthcare provider to obtain back up therapy for diabetes management. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.